Event description:
Customer reported receiving an error alarm during the manual prime. Customer mentioned that insulin was squirting out and the drive support cap was sticking out. Customer replaced the batteries and received a failed battery test. A gap was noticed between the piston and the reservoir. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. No rewind or battery anomalies observed during testing. Damages to the display window, reservoir tube lip and belt clip slot noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.